Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump alarmed for compromised force sensor system. The customer¿s blood glucose level was 347 mg/dl. Customer reported that they were able to rewind the insulin pump. Customer was able to clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. However, motor error alarm during basic occlusion test and a33 during prime/a33 test at 4.0 lbs due to loose drive support disk. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with partially broken off reservoir tube lip, however, the p-cap / reservoir locked in place properly during testing.